Manufacturer narrative:
Patient city: (B)(6). Patient country: mexico. Name:(B)(6). Street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was 400 mg/dl and the site of insertion was buttock. The infusion set was in use for twenty four hours.